Event description:
During a coronary drug eluting stenting treatment procedure, stent embolization occured. The lesion being treated was located in the severely calcified right coronary artery (rca). The physician was attempting to reach the lesion when the 4.50x20mm liberte' monorail stent was unable to cross the section and got hung up on a heavily calcified section. When the physician tried to remove the stent it dislodged from the balloon. An ivus catheter was used to located the stent for removal or inflation. The 1st ivus catheter used had no image. The 2nd ivus catheter pushed the stent distally in the rca. "The stent ended up in a normal section of the artery."1.5 mm, 2.0mm, and 1 larger (size unk) balloon was used to expand the stent a vision was used to complete the procedure. No patient complications were reported. Patient status reported as "good"